Manufacturer narrative:
The technician replaced the brake casters and the brake steer caster to resolve the issue.

Event description:
The technician alleged the brake pedal would set but the brakes would not hold. No patient impact.